Event description:
It was reported that there were high impedances of greater than 2,000 ohms on all unipolar pairs. It was stated that the patient had "full batteries". One battery was at 3.74v and the other was at 3.9v. It was stated that all of the right brain combinations were greater than 2,000 ohms. On the left side combinations c-0, c-1, and c-3 were greater than 2,000 ohms. It was noted that the patient was getting x-rays of the system. It was unknown if the patient had any falls. It was noted that the reporter was unsure when the open circuit was first identified. It was noted that there was dictation from the health care provider(hcp), who does programming for the patient, that on (B)(6) 2013, the patient had therapy, but they were experiencing double vision. The patient was going to have surgery on the day of the report. It was noted that if the hcp was unable to resolve the issue with the screw driver then they were going to replace the devices. It was noted that the hcp was not prepared to open a burr hole on that day. Additional information has been requested but was not available at the time of the report.

Event description:
Additional information received reported that the patient¿s batteries were replaced on 2013-(B)(6).

Manufacturer narrative:
Product ID 7438, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387-40 lot# v004231, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neuro stimulator product ID 3387-40 lot# v004233, implanted: 2006 (B)(6); product type lead. (B)(4).